Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the left ventricular lead had high thresholds and was causing diaphragmatic stimulation. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The outer insulation of the lead was observed to have blood ingression. The analyst noted there is blood ingression in the outer insulation at the distal end of the lead from the tip seal at implant attempt. If information is provided in the future, a supplemental report will be issued.